Manufacturer narrative:
One opened/used sensor was inspected and tested and it failed per specification with low readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported differences between his sensor glucose and blood glucose readings. The customer stated his sensor glucose was 225 mg/dl and blood glucose was 130 mg/dl. Troubleshooting found the sensor glucose graph was trending the same direction as the blood glucose. The customer was advised to monitor the issue. No additional information provided.